Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan (lfs) UK alleging the one touch ultra easy meter was giving inaccurately high readings. The technical service rep (tsr) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On three days later, the tsr mailed a letter requesting the pt contact customer service. On an unspecified date in approx two months prior to original date, the pt obtained the blood glucose readings of 7.0 mmol/l (126 mg/dl) on the reported meter. At that time, the pt was experiencing the symptoms of sweating, confusion and "feeling hot". At the same time, the pt also tested her blood glucose level using another mfg's meter, and obtained the reading of 2.4 mmol/l (43 mg/dl). Following these readings, the pt administered self-treatment by consuming lucozade and biscuits, and felt better afterwards. The pt did not seek medical attention. The pt also noted another meter-to-meter comparison, at an unspecified time, in which she obtained the reading of 13.1 mmol/l (236 mg/dl) on the reported meter and 7.7 mmol/l (139 mg/dl) on her backup meter. The pt is insulin-dependent, and tests her blood glucose level three times per day. It would have been helpful to determine the time of the onset of symptoms on the day of the event. The pt's meter readings prior to the onset of symptoms, what meals and medications were taken that day prior to the onset of symptoms, her insulin regimen, if the pt adjusts her insulin doses based on meter readings, the pt's hematocrit, and her expected blood glucose readings. The tsr determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct calibration code number and unit of measure. The meter, test strips and control solution were replaced. The pt allegedly became hypoglycemic while using the reported lfs meter, and received self-treatment with food to resolve her symptoms. The pt obtained a blood glucose reading of 7.0 mmol/l while experiencing symptoms suggesting hypoglycemia. There is no info regarding the insulin doses taken in light of the reported meter readings prior to the injury. Therefore this complaint is being reported.